Manufacturer narrative:
The insulin pump was minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the customer's insulin pump had many scratches on the display window. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.